Manufacturer narrative:
Correction: product, device manufacture date and associated fields updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The transformer for the navigation system was returned to the manufacturer for evaluation. Testing found that the transformer was intermittently supplying power to the navigation system. It was noted that a pin on the power switch connector was pushed in. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would not power on. Multiple outlets were reported to have been checked without resolution. There was no patient present when this issue was identified. No additional information was provided.